Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients leads have high impedances and patient is unable to enter MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue. Impedances have cleared.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.